Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra meter is giving inaccurate high readings of "176 and 154 mg/dl" compared normal results/ feeling. The patient's diabetes is managed with insulin- no sliding scale adjustments. The patient obtained the alleged high readings on (B)(6) 2010 at 7 am. The patient reportedly felt the readings were not correct and did not take any extra insulin at the time of concern. Sometime after the onset of the alleged lfs readings, the patient developed symptoms of "nervousness, shaking, and dizziness." There was no allegation of medical intervention for hypoglycemia or hyperglycemia as a result of the product issue. According to the troubleshooting performed with customer service, the patient did not have any control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly had symptoms that can be suggestive of hypoglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.